Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was inadvertently connected to the infusion set tubing during the load fill tubing process. Subsequently, blood glucose (bg) lowered (43-96 mg/dl). Pump was disconnected and food was consumed to address bg.